Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The aaa size is unknown. Aortic neck was reverse funnel-shaped and 23 mm in diameter at the renals and 29-30 mm in diameter over a length of 17 mm with minimal angulation. The iliacs were aneurysmal (18 mm in diameter on the right and 20-27 mm in diameter on the left) but otherwise unremarkable. An endurant bifurcated stent graft system was implanted without issues. The final angiogram was run 90 minutes later, and a large blush was seen filling the aneurysm sac. At first a proximal type I endoleak or a type IV endoleak was suspected, and the endurant bifurcated stent graft was re-ballooned. Imaging from a different angle confirmed that the endoleak was in fact a type IV endoleak from above the flow divider above the contralateral side. No intervention was performed, and the patient will be monitored in 30 days by the physician. Forty units of protamine were also administered. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak, unknown cause of endoleak. Conclusion: unknown cause of endoleak.